Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for shortness of breath due to fluid overload. A chest x-ray and computed tomography (CT) scan were performed as well as a bronchoscopy. The bronchoscopy showed pulmonary edema. The patient was given intravenous diuretics and supplemental oxygen. The patient's oxygen requirements were reduced, and their breathing became easier. The patient always had mild to moderate right sided failure even before lvad implant but it progressed to severe requiring right heart catherization on (B)(6) 2024. No alarms were noted by the care provider or the patient, and it was reported the left ventricular assist device (lvad) was operating as intended.

Manufacturer narrative:
Section h6 (health effect - impact code): correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively established through this evaluation. The patient remained ongoing on lvas support until they ultimately expired (reference MFR # 2916596-2024-06583). No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.